Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had a monitoring voltage of 2.65 volts after 36 months of implant. A save to disk was received for analysis which found the device had reached middle of life 2 due to charge time. The device was explanted approximately three years later due to normal battery depletion. Initial analysis completed in our post market quality assurance laboratory identified a product performance issue.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had a compromised low-voltage capacitor that did not meet design specification. Despite this compromised capacitor, current leakage was not sufficient to adversely impact device longevity. Normal pacing, sensing, and defibrillation therapy functions were verified during testing.